Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in the needle wouldn't disengage from the catheter. As a result the patient required additional IV attempts to get access. The following information was provided by the initial reporter: material no: 383532 batch no: 1267355 verbatim: the needle failed to disengage and failed to be detached from the IV catheter. As a result the patient required additional IV attempts to get access.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in the needle wouldn't disengage from the catheter. As a result the patient required additional IV attempts to get access. The following information was provided by the initial reporter: material no: 383532 batch no: 1267355 . Verbatim: the needle failed to disengage and failed to be detached from the IV catheter. As a result the patient required additional IV attempts to get access.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed the needle completely retracted however the tip shield was not separated from the catheter adapter assembly. The reported issue was confirmed as the device failed to decouple. This may occur due to damage to the catheter adapter assembly, tip shield, or adhesive between the two components. Without the device for further inspection a specific root cause cannot be determined with certainty. A device history record review showed no non-conformances associated with this issue during the production of this batch.